Event description:
Customer observed low ckmb and troponin I recovery when testing controls on lot #w44467.

Manufacturer narrative:
Multiple data points were below the manufacturing 2sd range for ckmb. Product support confirmed low tni, ck-mb and myo recovery on cardiac device lot w44467. Recovery was between 56% - 85% when devices were tested against in-house calibrators. Devices returned from the field recovered lower than in-house qc retains. Issue ec-09-005 was opened, in order to review the lot further and determine possible further action. CAPA has been initiated and a recall, 2027969-04/28/09 - 002 - r has been initiated for the lot in question.